Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed insulation damage and shorted lead arc damage on the rs+ coils approximately 6 cm from the is-1 terminal pin. Analysis determined that this damage was due to lead-on-can abrasion. Visual inspection also revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil and a separation of the ma from the proximal shocking coil at the distal end. Associated with this was a stretching of the proximal end of this shocking coil. Analysis determined that this separation likely occurred during the explant procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not delivery shock therapy as expected and the patient was admitted into the intensive care unit. Upon interrogation, it was found that the device recorded a short circuit fault and a charge time out fault. The patient was intubated. The patient has heart failure so it was planned to upgrade the implanted system to a bi-ventricular ICD system. Subsequently, the ICD system was replaced. During lead extraction, the physician noted that the proximal portion of the right ventricular (rv) lead insulation was sliced by a bovie, which was suspected to have occurred at the implant procedure of the rv lead. It was also noted that the proximal coil of the rv lead was stretched during extraction. The replacement procedure was tolerated by the patient and the patient was discharged with no incident. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that at the time the ICD did not deliver shock therapy as expected, the patient stood up out of a chair and fell backwards. The patient went into cardiac arrest and the patient's wife resuscitated him. Emergency medical services (ems) provided external defibrillation. After the patient arrived to the emergency room (ER), it was noted that the patient was in atrial fibrillation (af). The patient previously had a mechanical heart valve implant and an ablation procedure for af. Additionally it was noted that the patient had a history of nonischemic cardiomyopathy with a 15-20% left ventricular (lv) ejection fraction (ef), atrial fibrillation (af), ventricular tachycardia, congestive heart failure (chf), cardiac arrest, mitral regurgitation, and heart murmur. A chest x-ray revealed cardiomegaly and pulmonary edema. The physician evaluated that the patient had multi-organ failure, including cardiogenic shock, acute renal failure and shock liver from his cardiac arrest. Following the cardiac arrest, the patient had a transthoracic echocardiogram indicating his lv ef was 9%. In addition, the physician had noted that during the explant procedure, the ICD was twisted and the insulation breaches were visible between the rv lead yoke and the ICD header. No additional adverse patient effects were reported. This ICD and rv lead are part of a legal action.